Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On (B)(6) 2013, a trepanation was performed for and monitoring temperature. Three minutes after the sensor and probe was originally inserted the temperature did not function. The pt did not incur an injury. Another sensor was inserted. The pt outcome was good.